Event description:
It was reported that there was a sudden loss of stimulation/therapeutic effect. There was an unexpected stop of stimulation. Reprogramming was done and there was a device reset done. This device deficiency was confirmed during a monitoring visit. The issue was resolved, event was recovered on (B)(6) 2013. This was noted to be not serious, related to the device and not related to the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that modification came during position change, reset of gyroscope. The event resolved on (B)(6) 2015.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).